Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that they were getting settings not available. Pt could not adjust intensity or turn stimulation on. During call pt tried group a and b but still got the same issues. Pts stimulation showed it was on but they did not feel stimulation. Pt noted that one of their leads were messed up so that was why they only had groups a and b. Pt said that issue happened a long time ago and their rep was aware of the issue. Pt was redirected to their hcp.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2022 product type lead. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2022 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 14-sep-2025, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 27-nov-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.